Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer 1.1 aux failure. A field service engineer addressed the problem by recovering the drawer, which successfully resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system z09wa drawer failed and required maintenance. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.